Manufacturer narrative:
(B)(4). Date sent: 6/22/2010. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the jaw would no longer open. The handle was returned to the home position by hand, the jaw opened. The target tissue was not damaged. Also, the blade would no longer cut the tissue completely after about 4 hours. Another device was used to complete the procedure. There were no adverse consequences for the patient.